Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead exhibited a lead fracture with high impedance and oversensing with many short interval counts (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).